Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is not available for analysis . The reported issue of the suspect device was resolved by performing the operational verification of the device by the device trained customer.

Event description:
The customer reported during patient transport use this avea ventilator displayed and alarm "vent inop" on startup. The customer reported that there was patient involvement but the ventilator was not on the patient and there was no patient harm or injury reported.